Event description:
Per the clinic, the patient experienced a severe dizziness few weeks after initial implantation surgery. Subsequently, the patient was hospitalized and treated with IV steroid for 2 days (specific date not reported). However, since activation the patient reported recurring mild dizziness, which was partially alleviated through device fittings. Re-programming attempts were made; however, severe dizziness recurred, followed by mild dizziness twice with oral medication (type, date and duration not reported). The implanted device remains.